Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 product UDI: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
The repair facility technician (rft) confirmed that the speaker had no sound in the mt56060 tool. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The unit was repaired. The device was operational after repairs were completed and the device was returned to the customer.